Event description:
A representative reported that the patient was having a catheter revision, and their physician was changing the medication in the pump from dilaudid 20 mg/ml to dilaudid 10 mg/ml. The catheter was occluded. The representative later reported that the patient was asymptomatic. They had failed a dye study which led to the catheter revision. The location of the catheter issue was unknown. The doctor did not troubleshoot. They opted to just replace the entire catheter.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter (B)(4).